Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons) was confirmed. Upon investigation, the front and rear response buttons were intermittent. The cause for the failure was that the response buttons switches are damaged causing intermittent contact. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.